Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6)2016 for a diabetic ketoacidosis. He was traveling and was unable to bring his blood glucose level down. His blood glucose level was 428 mg/dl. The customer was placed on insulin drip. He ended up having open heart surgery but not due to his high blood glucose level. He was wearing the insulin pump at the time of emergency room visit. The device was not returned.